Manufacturer narrative:
A chemistry study was completed. The ir spectrum of the white particulate was consistent with that of polyisoprene. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of foreign material found inside the reservoir syringe was confirmed. One white particulate was observed on piston inside vamp flex reservoir during visual examination. The particulate was approximately 1 mm x 1 mm in size. Plunger of vamp flex was pushed to closed position at rate of 1ml per 1 second, but the white particulate stayed at the same location on piston inside vamp flex reservoir. It was recommended by IFU to move the plunger at rate of 1ml per 1 second. Vamp flex was shut off using reservoir stopcock, and the whole line was flushed continuously for 5 minutes, but the white particulate stayed at the same location inside vamp flex after 5 minutes of continuous flushing. It was stated on IFU to ensure that the reservoir stopcock handle is in the pressure monitoring position when flushing the line. No other visible particulates were flushed out from the kit. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a foreign material, which looked like a dust, was found inside the reservoir syringe of a pressure monitoring device before use. The pouch was opened. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device history record review for lot xt0303mt was completed by a third party to check the third party assembly process. An additional device history record review was completed for the edwards component lot 64553726 and 64558263. It was documented that the device met all specifications upon distribution. Lot 64553726 was manufactured on 12aug2022 and expires on 28jul2023. Lot 64558263 was manufactured on 29jul022 and expires on 28jul2024. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.